Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet for two weeks experienced fluctuating glucose after a pizza meal announcement, with glucose rising to 269 mg/dl and later decreasing to 60 mg/dl, and the patient used glucagon for the low without performing a confirmatory fingerstick; troubleshooting and education were provided regarding cgm compression lows and the need to verify readings with a fingerstick. Symptoms included hyperglycemia and hypoglycemia with device alerts for low and urgent low. Outcomes included transient impact on daily activities without need for professional medical intervention or assistance. Investigation included user education, review of cgm accuracy considerations, and assessment for urgent low, urgent low soon, and low glucose events. Investigation of this case revealed no device malfunction and suggested that meal composition and possible cgm compression contributed to the observed glucose excursions while the algorithm continued adapting early in use. It was concluded, based on previously established findings for similar reports, that user factors and physiologic variability were the most likely causes.